Event description:
An email was received regarding a chemoclave vented vial spike stating that there was a small particles noted after using specific ch-72 vial spikes to compound busulfan and infuse it through the ch-12 adapter into the final bag. No patient involvement and harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.